Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Chittur, mohan, md, et.al: comparative efficacy and complications of vena caval filters journal of vascular surgery, february 1995 0741-5214-95. The above referenced journal article alleged that a patient implanted with the bird's nest filters [bnfs) misplaced that had to be removed due to migration and perforation of the common femoral vein. Another bnf was inserted in this patient 4 months later. The patient was identified as the potential patient, through analysis of the twelve patients listed in the table. Patient no: time of occurrence related complication: diagnosis of complication: outcome: 12, at deployment, misplacement, venography/CT scan, migration/penetration femoral vein.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The product is shipped with an IFU which lists the anatomical requirements, warnings and precautions, and correct deployment procedure. The exact IFU is dependent on product size and placement approach. Without the exact device rpn, we cannot determine the exact IFU. Design testing was conducted to confirm adequate fatigue strength in the filter struts. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Chittur, mohan, md, et.al: comparative efficacy and complications of vena caval filters journal of vascular surgery, february 1995 0741-5214-95. The above referenced journal article alleged that a patient implanted with the bird's nest filters [bnfs) misplaced that had to be removed due to migration and perforation of the common femoral vein. Another bnf was inserted in this patient 4 months later. The patient was identified as the potential patient, through analysis of the twelve patients listed in the table.